Event description:
Information was received from the nurse of a patient implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the patient fell on (B)(6) 2016 and lost therapy suddenly since the fall. Symptoms included incontinence and were located at the bladder. She was currently admitted to the emergency room and was going for x-rays. Stimulation was currently off and no impedance measurements had been taken.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional (hcp) reported the patient was seen in the emergency room on (B)(6).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6) 2017 from a healthcare professional (hcp). It was reported that the patient entered the emergency room on (B)(6) 2016 at approximately 12pm. The patient¿s height was (B)(6), weight was (B)(6), temperature was 97.6 degrees fahrenheit, pulse was 63 at 12:38pm and then 72 at 2:14pm, respiratory was 18, systolic blood pressure was 142, diastolic was 82, o2 stats were 97 at 12:38pm and then 96 at 2:14pm, and their amt o2 was ra. The chief complaint was noted to be a fall that occurred on (B)(6) 2016 at approximately 10:30am causing right shoulder, hip, and knee pain with pain indexes of 8/10, 10/10, and 7/10, respectively. The fall score was greater than 50 and the patient was at risk for fall. It was also noted that the patient had arm pain, but overall the patient showed no obvious signs of distress. These symptoms were aggravated with palpation or movement. The patient¿s past surgical history included a knee replacement. The patient stated that they were shopping and stepped on some water and slipped. Before the patient knew it they fell on their right side, which was the worst side to fall on because it was the side with their implantable neurostimulator (ins). The patient stated that they could not feel it so their spouse was worried. During a review of systems the patient denied injury or pain to their head, eyes, enmt, chest, gi/abd, gu, and back. The patient experienced no headaches or loc, no visual changes or foreign body sensation, no hearing changes, no cough or respiratory distress, no nausea, no vomiting or diarrhea, and no hematuria or dysuria. An exam concluded that the patient was well-appearing, well-nourished, and in mild to moderate distress. The patient¿s head was atraumatic, eyes were eom intact, tm¿s were normal, nose was normal, there was no rhinorrhea, pharynx was normal, their neck was supple with no cervical lymphadenopathy and full rom, they had normal s1, s2 with no murmurs, rubs, or gallops, there was normal chest excursion with respiration, breath sounds were clear and equal bilaterally with no wheezes, rhonchi, or rales, there was normal bowel sounds that were non-distended, non-tender with no palpable organomegaly, their skin was normal for their age, warm, and dry with no turgor or apparent lesions or rashes, the patient¿s right upper arm was painful with palpation but there was no swelling or deformities, the radial, median, and ulnar nerves were intact bilaterally distal to the area of the complaint, and vascular signs were normal. The patient¿s shoulder/elbow/forearm/wrist/hand were non-tender with rom intact. There was a scar noted on the patient¿s right posterior hip area and the implant was palpated. The patient¿s pelvis/hip had normal rom, bilaterally with no deformities, vascular, or neuro issues. The patient had normal gait, posture, and weight bearing. The patient¿s right knee was tender without swelling, but their rom was normal. It was noted that the patient was allergic to penicillin, sulfa, codeine, hydrocodone, and morphine. The patient¿s home medications included levothyroxine sodium po, pramipexole po, fluoxetine po, and calexoxib po. The patient was taken to radiology and 2+ views rt if their hip, 2+/rt of their humerus, 3 views/rt of their knee, and 1-2 views of their pelvis were ordered. The anterior lateral projections of the right hips found no acute fracture or subluxation. The 2 projections of the right humerus found no acute bony abnormality. The 3 views of the right knee found no lytic or blastic lesions, no evidence of joint effusion, and no acute fractures were identified. The ap of the pelvis found no acute bony abnormalities. The patient told the hcp that they have a stimulator for incontinence and it has this control and it is turned off and the patient was concerned whether it was working properly or not. Symptomatic care was recommended and to follow up with the on-call urologist for the concern of the stimulator.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.